Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the handpiece hose had a hole in the hose. Therefore, the reported condition was confirmed. An assessment was performed on the device which found that the hose assembly was observed to have a hole in the hose approximately 8 inches distally of the pressure relief valve (prv) consistent with having ruptured. The outer hose carries the return air back from the handpiece to the hose muffler to exhaust. The outer hose can be restricted by occluding it (e.g. Stepping on, leaning on, clamping on) causing air pressure to build. It was determined that iif the outer hose is restricted the air pressure can be relieved by the pressure relief valve (prv) if the occlusion is proximal of the prv. However, if the outer hose is occluded distally of the prv the pressure cannot be relieved and the outer hose can rupture from pressure build-up. The cause for the occlusion was not determined but would have occurred distally of the prv. The assignable root cause of the hose rupture was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was determined that he hose on the motor device was ruptured. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.